Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by the manufacturer? No, lens was not returned. (B)(4). Conclusion (unable to confirm complaint): based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted an 12.6mm vicmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault and shallow chamber were noted. The lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.